Event description:
It was reported that the right ventricular (rv) lead pulled back and there was no slack. The r waves were low and the thresholds were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).